Event description:
It was reported that the bd syringe 3ml ll 200 s/c barrel / flange was damaged resulting in leak. The following information was provided by the initial reporter: material: 309657. Batch#: unknown. Verbatim: rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer, (B)(6), and include complaint#(B)(4) on any future communications. Injuries or adverse event: no. Item: 309657. Quantity affected: (B)(4) box. Serial/lot number: n/a. Po: (B)(4). Are any samples available for return? No. Reporte issue: the syringe itself split and spilled medication as it was about to be administered. Customer disposition request: log only.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Barrel/flange damaged. As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.